Event description:
Allegedly, patient was revise due to acetabular loosening/pain; murky fluid build up. Post op: bone loss/particle disease, ambulatory difficulty; osteolysis. - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00745, -00746.